Event description:
It was reported by hvt sales representative that an edwards valve was explanted due to perivalvular leak. The valve was originally implanted in 2004. During surgery it was discovered that there was a tear, it is not known if tear was on one of the leaflets or the sewing ring. Sales representative will return the device. The device is in pathology and will be returned once pathology releases device to rep. On 07/27/10 call from sales rep. Indicating that the hospital will not release the device without patient authorization. Sales rep. Indicated to follow up with surgeon's office for operative report. On 08/11/10 faxed operative report request to surgeon's office.

Manufacturer narrative:
(B)(4). Leak test failed inserting and removing test probe. The analysis results of the b11lt found that the device was returned in good visual condition. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. One possible cause for this type of issue is excessive bending load as a resulting from manipulation of inserted devices. However, an investigation has been initiated to address the potential root cause of the found insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the doctor used the instrument, but there was an air leakage during insertion of 5 mm instruments. The case was done well with another trocar. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.